Manufacturer narrative:
The insulin pump was received with the following physical damage: missing retainer ring, missing reservoir tube lip o-ring, partially broken off piece at the reservoir tube lip, cracked keypad overlay at select button, minor scratched display window, scratched casing, and damaged keypad overlay. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with the insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer's blood glucose was unknown but they had been experiencing hyperglycemia. The rubber stopper was no longer connected to the reservoir. The caller noticed the reservoir falling out on (B)(6) 2018. Troubleshooting was performed and found lost plastic ring and rubber exposed. The insulin pump was returned for analysis.